Event description:
It was reported that the bd nexiva¿ closed IV catheter system had several issues observed, including a loose air vent while in the packaging, leakage occurring near the top of the q-syte - seemingly due to a "number of uses" on the two-day old cannula - and leakage from the cannula itself during use, as well as from the extension set and chamber junction. Lot #'s 8310528 and 8337761 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter: customer has complained about a number of issues with the cannula. The first is that the air vent is already loose in the packaging before use. The customer has complained of the cannula leaking from near the top of the q syte (not directly from the septum but about half way up the needle free device). This seems to be after a number of uses i.e on two day old cannula. There has been complaints of the cannula leaking from both the cannula itself at the junction where it meets the chamber/wings of the cannula. There has also been complaints of leakage from the cannula from where the extension set meets the chamber of the cannula.

Manufacturer narrative:
Additional information: a third lot was added to the complaint. The information is as follows: d.4. Medical device lot #: 7297839. D.4. Medical device expiration date: 9/30/2020. H.4. Device manufacture date: 10/24/2017. H.6. Investigation summary: a device history record review showed no non-conformances associated with this issue during the production of the reported batches. Received a total of 120 nexiva 20ga units within sealed packages. 117 units from lot number 8310528, 2 units from lot 8337761 and 1 unit from lot 7297839. Visual/microscopic evaluation: 100% visual inspection was performed the vent plug that was freely flowing within the packaging tray on 27 of the 117 units from lot 8310528 and 2 units from lot number 8337761. No further findings were observed. No evidence of physical-mechanical damage was found on any of the remainder components. The extension tubings were manually pulled on all the units received: no disconnections occurred. Water/air leak test: the test was performed 100%. No leakage was observed on any of the units tested. Leakage & leakage at adapter-tubing junction: indeterminate: the returned representative units did not display any adverse characteristics that would contribute to the defect the customer experienced, and the failure described in the event description could not be replicated at the laboratory.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8310528, medical device expiration date: 2021-10-31, device manufacture date: 2018-11-06. Medical device lot #: 8337761, medical device expiration date: 2021-11-30, device manufacture date: 2018-12-03. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system had several issues observed, including a loose air vent while in the packaging, leakage occurring near the top of the q-syte - seemingly due to a "number of uses" on the two-day old cannula - and leakage from the cannula itself during use, as well as from the extension set and chamber junction. Lot #'s 8310528 and 8337761 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter: customer has complained about a number of issues with the cannula. The first is that the air vent is already loose in the packaging before use. The customer has complained of the cannula leaking from near the top of the q syte (not directly from the septum but about half way up the needle free device). This seems to be after a number of uses i.e on two day old cannula. There has been complaints of the cannula leaking from both the cannula itself at the junction where it meets the chamber/wings of the cannula. There has also been complaints of leakage from the cannula from where the extension set meets the chamber of the cannula.